Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that they went to the hospital on (B)(6) 2025, because they were going through withdrawals. The patient stated that they were having severe withdrawals because they were not getting the medication. The hospital gave the patient an oral baclofen, and the patient was released tuesday or wednesday. The patient stated that the pump was not putting medication where it was supposed to be. A company representative (rep) was aware of the event. The rep showed up at the hospital on (B)(6) 2025. They went to see their doctor on (B)(6), and they were trying to get a needle to go into the pump, but they could not. The patient went to go see another doctor who ended up doing sugary and they shortened the catheter. The patient still has staples in. The patient will follow up with the managing physician.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.